Event description:
"It was reported that on literature review "allergic contact dermatitis from a hydrogel dressing (intrasite1 gel) in a patient with scleroderma", after the necrotic wound of the patient had been treated for a year with intrasite gel, mupirocin ointment and opsite, the ulcer worsened, with necrosis, discharge and rapid enlargement, also developed pain, itching and an erythematous margins. Patient was patch tested with mupirocin ointment, intrasite gel and opsite, and the results were only positive to intrasite gel, and it was determined that the propylene glycol, main component of the intrasite gel, was the component that caused the allergic reaction. The diagnosis of allergic contact dermatitis was treated with systemic and topical corticosteroid, and three weeks after, the patient underwent debridement of the necrotic tissue. Patients outcome is unknown. No further information is available."

Manufacturer narrative:
Internal complaint reference: (B)(4). Lee, j. E., & kim, s. (2004). Allergic contact dermatitis from a hydrogel dressing (intrasiter gel) in a patient with scleroderma. Contact dermatitis, 50(6), 376-377. Https://doi.org/10.1111/j.0105-1873.2004.0350d.x. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.